Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed the pulse generator exhibited left ventricular loss of capture. The device was reprogrammed to address loss of capture; multiple instances of pacemaker mediated tachycardia (pmt) were also noted; these were effectively terminated by the device. There were no patient consequences.